Event description:
It was initially reported to boston scientific corporation that a flexima biliary stent device was used during an erbd (endoscopic retrograde biliary drainage) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when it was attempted to release the stent, the suture would not detach, and the stent could not be released. Reportedly, no issues were noted to the suture, delivery system, or the stent. The procedure was completed with another flexima biliary stent device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; guide catheter broken.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The reported event of catheter break. A visual examination of the returned device found the stent undamaged and loaded on the delivery system via suture. No damages were noticed on the suture, however the suture hole on push catheter assembly was not torn. The proximal end of push catheter near the hub was found bent/kinked. The guide catheter assembly was found stretched and broken close to proximal end, and the broken proximal piece of guide catheter was not returned. The distal end of guide catheter had multiple kinks/bends, but no obvious suture impression was present. A functional evaluation for stent deployment could not be performed as the overall device integrity was not intact. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors limiting the device performance.